Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for generator change due to normal eri. The set screw stripped and was unable to be removed from the header. The pulse generator was explanted and replaced as scheduled. The patient was doing fine post procedure.